Event description:
It was reported that the pulse generator didn't work correctly after the patient fell. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the pulse generator to exhibit no output or telemetry. The device was in backup vvi mode due to elective replacement indicator (eri). After battery replacement, the product code was downloaded and normal function ensued.